Event description:
It was reported that during a unk procedure, about seven days after a pph surgery (longo technique), the pt experienced a serious bleeding. The pt needed a blood transfusion. Finally, the pt was sutured by hand. No pt consequence.